Event description:
The needle fell out of the hub of bd safety needle, while the needle was in the patient's arm. One of our mas (medical assistances) was giving a flu vaccine to an adult patient. When she withdrew the needle, it had come out of the hub and out of the safety device and was just hanging out of the patient's arm. No harm came to the patient.